Event description:
Amsco captains chair was placed on an amsco quantum 308rl bed. While positioning the pt in preparation for surgery, a sudden release of the chair from the fowlers position to the supine position took place. The chair was latched correctly. Positioners were lined up correctly. No injuries occurred to pt or staff. Steris engineer inspected chair and found it to be in good condition.